Event description:
3 burn wounds on her lower back, 1 reported as "2-3 degrees" with deep defect 2x1.5 cm in size (burns third degree). 3 burn wounds on her lower back, 1 reported as "2-3 degrees" with deep defect 2x1.5cm in size (burns second degree) the wounds had healed, partially with scars (scar). Case description: this is a spontaneous report from a contactable consumer and her contactable physician. A (B)(6) year old female patient of an unspecified ethnicity began using thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On (B)(6) 2014, the patient presented with 3 burn wounds on her lower back, 1 of those reported as" 2-3 degrees" with deep defect 2x1.5cm in size. These burns occurred after use of thermacare heatwrap. After 4 weeks, it was reported the wounds had healed, partially with scars. The action taken in response to the events for thermacare heatwrap was unknown. At the time of the report, clinical outcome of the event was recovered with sequelae. Additional information has been requested and will be provided as it becomes available. Company comment: based on the available information, the company cannot exclude a possible contribution of the suspect device product (thermacare) to the events of burn wounds on her lower back ("2-3 degrees" with deep defect 2.15cm in size) and the wounds had healed, partially with scars. This case is medically assessed as serious and initial reportable case.